Event description:
It was reported that the ventilator stopped ventilating after generating 3 technical errors while it was connected to the patient. The technical errors indicated a turbine module communication error, a software error and an expiratory channel failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation determined that this complaint is a duplicate of report with mfg report number: 8010042-2021-00607. Therefore, for evaluation results and manufacture¿s narrative please refer to this report.